Event description:
It was reported that the customer's insulin pump has a spot on the display screen. The customer stated that it looks like it is bleeding. The customer also stated that the act button is unresponsive, and they are unable to perform a self test. Customer's blood glucose level at the time 117mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on liquid crystal display board, cracked case at display window corners and minor scratches on liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)